Manufacturer narrative:
(B)(4).

Event description:
The patient had an infection following implant. The patient retained her pump and the incision was now looking good. The physician suspected the infection may have involved a new tech and the c arm drape. Additional information has been requested, a follow-up report will be sent if additional information becomes available.